Event description:
It has been reported to philips that the foot switch intermittently will not produce x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal was not working intermittently. During troubleshooting, the fse identified an issue with the wired footswitch. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order.